Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The conducted investigation of the packaging (sterile) of the pfna nail shows damage. Unfortunately, we can not discover the exact cause of failure. We must assume that improper use during the transport or during the storage leaded to this damage.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: after opening the outer packaging of the device, it was noted that there was a hole in the sterile packaging.

Manufacturer narrative:
Device is used for treatment. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.